Event description:
Facility reported that while attempting to shield the needle after injection of the patient, nurse sustained a needle stick injury. Nurse alleges that the needle was longer than the shield and she noticed this only after the incident occurred.